Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that during an infusion blood was observed leaking from the smartsite y-port. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection was performed. A puncture was found in the surface of the smartsite piston. Functional and pressure testing was performed; a leak was detected from the lower smartsite. The cause of the leak was a hole on the piston. The root cause was identified as a needle puncture.